Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of a photo of a circular anastomosis. The staple line is bleeding. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during colostomy takedown procedure, while doing the anastomosis of descending colon and rectum, the unit's anvil disengaged while firing and fell into the patient's cavity. The anvil was retrieved endoscopically with the use of a colonoscope. The physician also noted that the black rotational know could have been opened more than two full turns. Following the procedure, when the patient was in the recovery room, substantial bleeding from the patients anus was noted. Surgical time was extended to 30 minutes and patient had a blood loss of 500 cc and more. Another endoscopy was performed and clips were placed on the staple line to resolve the issue.